Manufacturer narrative:
It was reported that the table allegedly unlocked on it's own. There was no injury or adverse event reported. A stryker field service technician went to the customer site and visually examined the table and conducted tests of all movement functions. There were no errors found during the testing and they were unable to replicate the complaint. The table was returned to full use.

Event description:
It was reported that the table allegedly experienced unintended movement on all movements. The table is moving with no input from a button and has occured on back up and reverse trendelenburg. There was no injury or adverse consequence reported.